Event description:
It was reported that during an angioplasty treatment procedure, a hole in the balloon was noted. A 2.50mm x 12mm emerge balloon catheter was advanced to the lesion and the balloon was inflated but failed. The device was removed and the balloon was found to have a hole. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).